Event description:
New information received noted that the right ventricular lead was explanted and replaced. The patient was in stable condition post procedure.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right ventricular lead exhibited low impedance. The patient had pocket stimulation. The physician suspected insulation damage. Programming changes were performed. The patient was in stable condition.